Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection. A revision was performed and the ICD along with the right ventricular (rv) lead and this right atrial (ra) lead were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5120100, mw5120101.